Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the ez connector tool returned on the lead, seated properly, with the fixation knob engaged. The lead jumped with the release of the knob from pent up torque. The clear medical adhesive was also observed to have been torn/separated on the distal end of the proximal spring electrode and the proximal spring was slightly stretched at that point as well. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. While dried blood/body fluid was noted in the helix housing, the lead was able to pass a helix mechanism test. Laboratory testing did not identify any lead characteristic that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Despite multiple attempts, this right ventricular lead was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead was positioned but did not show any measurements through a pacing system analyzer (psa). The physician tried multiple psa¿s and cables but no parameters were ever displayed. During an attempt to reposition the rv lead, the helix was observed to not retract. The rv lead was eventually removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.